Event description:
I use a medtronic minimed insulin pump. For the past two shippings of reservoirs from my provider, (B)(6), the reservoirs and tubing filled with bubbles after 24 hours of use causing problems with delivery of insulin. My blood sugars rocketed to 400 as I was unaware of the delivery problem on 4 occasions over the last month or so. The pump registered a delivery, but all it appears that I was getting was bubbles. I have talked to medtronic about this on three occasions and they are replacing my current supply of reservoirs with different lot numbers. On two previous occasions, medtronic sent me two reservoirs, per occasion, to use and I had no problems with those reservoirs. The lot numbers that I had problems are h7791783 and h7735895. I live in (B)(6) and there was an indication from one medtronic customer service person that these lots were used in (B)(6), where I live.